Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm during testing. No backlight anomaly noted. The insulin pump was received with moisture damage on the lcd board and on motor. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and stained end cap sticker.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the bolus button was unresponsive. Customer also reported, the insulin pump's screen was cloudy. Customer also reported the escape button and light button would not work. Customer's blood glucose was 254 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.